Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the implantable cardiac monitor asystole due to undersensing because the electrode had lost contact. No intervention was reported. The patient was asymptomatic.